Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported experiencing hypoglycemia with blood glucose (bg) levels of 53 mg/dl while at home. The patient treated the event with oral glucose products including tablets, gels, and shots and remained at home. No hospitalization or long-term health effects were reported.